Event description:
It was reported that a patient presented with insulation breach resulting in low pacing impedance on the atrial lead. The physician elected to explant and replace the atrial lead. There were no patient consequences.

Manufacturer narrative:
The reported events were insulation damage and low lead impedance. The reported event of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to the procedural damage to the inner insulation. The reported event of insulation damage was confirmed. Visual inspection of the lead found an insulation damage at the middle region. The cause of insulation damage is consistent with procedural damage.